Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a thyroid procedure the device and the homeostasis would not seal. They did not use coagulation due to the bleeding was minimal and continued the procedure with a second like device to complete the case. There was no patient consequence reported.